Event description:
While the greenlight laser was in use, power was raised from 100 watts to 120 watts and a message flashed asking "did you want to raise power?" With "yes" or "no" on the screen. "Yes" was selected and power was raised. It was then noticed that power and time used was reset on screen. Laser tech support was called and they stated it was possibly that there was a glitch in the software and there was nothing they could do to retrieve lost information. Support stated that the fiber would have to have been removed from the machine to have lost the numbers. Doctor was able to add joules displayed before the loss to the numbers at the end of case to approximate the power and time used.